Manufacturer narrative:
The customer decided not to return the parts or device to the covidien/ medtronic¿s product analysis lab. The customer reported that they replaced a faulty component. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this ventilator was inoperative. There is no reported patient involvement associated with this event.